Event description:
Info rec'd that the left foot end caster will not hold when the brake is set. No injury reported.

Manufacturer narrative:
Technician found that the left foot end caster will not hold when the brake is set. Replaced the left foot end caster to resolve this issue.